Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported progressive rise of atrial lead impedance. The atrial lead remains in use.

Manufacturer narrative:
Concomitant medical products: ipg k183, implanted: (B)(6) 2013.

Event description:
It was reported that during use oversensing with multiple ventricular high rate episodes on ventricular lead and threshold progressive increasing on atrial lead was exhibited. Device programming sensitivity adjustment was made, and the rv and atrial lead remain in use. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry.